Manufacturer narrative:
The ge rep conducted an onsite investigation. The fluoro functioning board and the display adapter pcb was replaced. The system was tested and operates as intended.

Event description:
The customer reported that a camera error occurred on the 9900 system. No pt injury was reported.